Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current level was 183mg/dl. The customer treated the highs with the pump. The customer states their set had disconnected. The customer declined to troubleshoot for the highs. Troubleshot for infusion set tubing detachment was conducted. The customer was advised replacement sets would be sent.